Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This is an ancillary service event discovered during preventative maintenance. The cause was determined to be damaged force sensing resistors, due to the use of alcohol to clean them. To correct the condition, the force sensing resistors were replaced. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced an f-38 alarm. "This condition had the potential to interrupt delivery". This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.